Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va0mmmh, implanted: (B)(6) 2015, product type: lead section. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a potential lead erosion. Patient stated that they went to check their ins the day of the call and the manufacturer representative showed them a screen saying all the parts on the battery that are supposed to be white are black. Patient also stated that it was decided that the lead/ins would be replaced, since the battery on the ins were almost gone. Patient was redirected to follow-up with their health care professional. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va0mmmh serial# implanted: 2015-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they cause of the lead erosion was unknown and that they were suppose to have a procedure done on 2018-(B)(6) to clean the leads but they put it on hold. No further complications were noted or anticipated

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va0mmmh serial# implanted: 2015-(B)(6)explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they cause of the lead erosion was unknown and that they were suppose to have a procedure done on 2018-10-26 to clean the leads but they put it on hold. Patient further stated that the reason they went to see the doctor was because all of a sudden the stimulation just went out and was not doing any good and they had to switch no further complications were noted or anticipated

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mmmh, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they cause of the lead erosion was unknown and that they were suppose to have a procedure done on (B)(6) 2018 to clean the leads but they put it on hold. Patient further stated that the reason they went to see the doctor was because all of a sudden the stimulation just went out and was not doing any good and they had to switch no further complications were noted or anticipated